Manufacturer narrative:
The information provided about blood glucose was missing with the initial report. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had another blood glucose of 404 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer taken to emergency room and intensive care unit due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 315 mg/dl. The nurse mentioned other blood glucose values such as 375 mg/dl and 310 mg/dl. The customer was treated with intravenous insulin drip. Customer was unable to complete carelink upload. The insulin pump passed high pressure test. The device will not be returned for analysis.